Event description:
A customer thinks they need to get a new meter because they had been getting erratic readings when they used excel off brand reagent. A recent example was 100mg/dl immediately followed by a result of 329mg/dl. The differences between these readings if acted upon could be clinically significant. While on the phone, a review of the system was conducted. Electronic checks were satisfactory. It was explained to the customer that bayer does not provide or support the use of an off brand reagent. The complaint is considered closed for purposes of MDR.